Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this ¿literature case¿, that reports a revision due to malalignment, has been reviewed. However, without the requested patient specific clinical information, a thorough medical investigation cannot be rendered. Additionally, the impact to the patient beyond the reported revision cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is malalignment. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.

Event description:
In a scientific publication, klasan et al, 2019, "advanced age is not a barrier to total knee arthroplasty: a detailed analysis of outcomes and complications in an elderly cohort compared with average age total knee arthroplasty patients" it was reported that a patient underwent a revision surgery due to malalignment. This study involved genesis ii, journey and competitor devices, no relationship between the devices and the patient could be performed with the available information.